Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 3889-28, lot#: va0ug4j, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 01-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during battery replacement the doctor moved the pocket site to the opposite side and when they tried to move the lead some of it broke off and the doctor was not able to get all of it out. The patient believes this was during battery replacement on (B)(6) 2019. It was not clear which lead the patient was referring to as the registration shows the previous lead (B)(4) is still active and no new lead registered at that time. Documented reported event. No further action was taken by patient services.